Event description:
It was reported that a syringe 3ml ll w/ndl 18x1-1/2 blunt fill had a sticky clear solution within the end plunger of the syringe prior to use.

Manufacturer narrative:
H.6. Investigation: one photos was received and evaluated. The photo depicted a loose 3ml syringe with a blunt fill needle attached. The stopper is slightly pulled back from the bottom out position. However, the photo is of low resolution and nothing distinctive nor identifiable could be observed in the fluid path of the syringe. A physical sample or higher quality photos are required for proper sample evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The reported defect was not identified in the samples received.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a syringe 3ml ll w/ndl 18x1-1/2 blunt fill had a sticky clear solution within the end plunger of the syringe prior to use.